Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the traces of dirt on the surface of the tray used in the revision surgery. This pc reports about the infection after the first surgery. On unknown date, the patient underwent the first surgery for unknown reason. On unknown date, the infection was found. It was scheduled to remove the tray due to infection. On (B)(6) 2021, the patient underwent the revision surgery via tka due to infection. Doi: unknown, dor: (B)(6) 2021, unknown side.